Event description:
Healthcare professional reported left side rupture diagnosed palpation. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: creases are observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture diagnosed palpation. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.